Event description:
It was reported a 6f angio-seal plus device was used to seal the arteriotomy site post diagnostic cardiac catheterization. Two days later the pt developed an infection localized to the puncture site. Antiobiotics were given and no further complications presented. The vascular surgeon felt the infection would dissipate without intervention.